Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient had refractive error. The iol was exchanged for unspecified advanced technology intraocular lens. Additional information has been requested, received and stated in the surgeon¿s opinion, halos and blurry vision caused or contributed to the event. The lens was exchanged with non-company lens. There was no further impact to the patient. There are two medical device reports associated with this patient. This report is associated with the left eye.

Manufacturer narrative:
The lens was returned inside a small, plastic specimen jar. Solution was dried on the lens. The optic was cut into two portions. The lens was cleaned with klrp to further evaluate one optic portion was cracked in the shape of an instrument used to grasp the lens. The damage was observed on both the anterior and directly opposite on the posterior surface. The other optic portion was cracked in the shape of an instrument used to grasp the lens. The damage was observed on both the anterior and directly opposite on the posterior surface. The posterior optic edge was nicked and chipped. One haptic was cut in the gusset area, returned in the specimen cup. This haptic was nicked on the anterior edge of the haptic/optic junction. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Associated product information was unknown. It is unknown if qualified associated products were used. The root cause cannot be determined for the reported complaint. The explanted lens was returned cut into pieces with additional damage. Each lens was subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. It is unknown if qualified associated products were used. The instructions for use (IFU) instructs: company foldable intra ocular lens (iol)s are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The multifocal toric company (2.25 cyl.) 17.0 diopter (add power +2.17/+3.25 diopter) lens was removed and replaced with a non-company extended depth of vision toric (2.25 cyl.) 18.0 diopter lens. Due to the exchange of a multifocal toric (2.25 cyl.) 17.0 diopter lens for a different model of toric lens of the same cylinder but one diopter less, this may suggest that the replacement lens was an improved selection for this patient's vision needs. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.